Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b4.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code : hxx gxl. Investigation summary: service and repair history: the previous service event for part number 05.000.008 with lot number(s) 6472 has been reviewed. The customer called in a service request for this item on (B)(6) 2021 for reverse does not work. The item was previously returned for service on mar 06, 2019 due to electronic control damaged. The previous service condition of electronic control damaged is relevant to the current complained issue of reverse does not work. The manufacture date of this item is feb 07, 2017. The service history review is confirmed. Service and repair evaluation: the repair technician reported the device sounds atypical, wires burnt, debris covered drive shaft and motor. The device ran intermittently in reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on mar 01, 2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: a shr was performed on the serviceable device and it was found that the device was manufactured on feb 07, 2017. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the hand piece for battery powered driver reverse does not work. The issue was observed during weekly audit at (B)(6) hospital. There was no patient involvement. This complaint involves one (1) device. This report is for (1) unk - plates. This report is 1 of 1 (B)(4). This complaint captures sn (B)(4) with external reference ra # (B)(4), (B)(4) captures sn (B)(4), (B)(4) captures sn (B)(4), (B)(4) captures sn (B)(4).